Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports experiencing skin irritation at the pod infusion sites with all pods. It was reported on a previous case that a patient had sought medical attention due to a pod in which they had experienced irritation at the pod infusion site. The patient had been prescribed a cortisone cream (2.5 %) to be used after removal of a pod as well as fluticasone to be sprayed 2 times before application of a pod. As treatment, the patient is will be using both the prescribed cream and spray with all pod applications.